Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for extra stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of extra stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode extra stopper. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd a-line¿ (syringe w/o needle), the device experienced foreign matter on device cannula / needle. The following information was provided by the initial reporter. The customer stated: this is a report about two stoppers in the barrel. According to the customer's verbatim report, when checking the product before use, the hcp found that there were two black rubber components in the syringe.